Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9734252, serial/lot #: (B)(4); product ID: 9734252, serial/lot #: (B)(4); product ID: 9734252, serial/lot #: (B)(4); product ID: 9734252, serial/lot #: (B)(4); product ID: 9734252, serial/lot #: (B)(4). No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the site was having issues with all 5 of their articulating arms being loose and will no longer fully tighten. No patient was present at the time of the event. Update from the site stating that they are not going to repair/replace them at this time, because they are working toward the purchase of a new system.

Manufacturer narrative:
Additional information was added to the event description. If information is provided in the future, a supplemental report will be issued.

Event description:
Updated from the site stating that the 5 articulating arms have all been taken out of circulation over a period of some time. The site did not know or provide details other than when a health care professional (hcp) would complain, they would set it aside. No information was given regarding different systems used or dates, just ¿over a period of time¿ all separate events but no recollection of dates, times or which hcp made the complaints.